Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-17575.

Event description:
It was reported that the insulin pump alarmed no delivery. Blood glucose value is 324 mg/dl. Customer experienced nausea. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Multiple no delivery alarms found in the alarm history for that morning. Insulin pump failed the high pressure test. Customer changed out the infusion set and declined to retest. The cannula was bent. Nothing further reported.